Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient representative that the patient had a significant fall in the middle of (B)(6) and was laid on the ground for 24 hours. The caller stated that they think the patient must have gotten whiplash or something similar because, after this incident, the patient developed neck issues as well as problems with the brain stimulator. The caller mentioned that the patient is prone to falls due to their parkinson's disease. As a result of the fall, the patient now has critical cervical spine stenosis, and their arm doesn't work well. The caller also mentioned that the patient only had been going to a family care physician that was in the area who was unfamiliar with the dbs; no doctor in the local area could longer care for the dbs, as the previous managing hcp had retired. They managed to get the patient to see a new hcp at stanford, who requested an MRI before the patient was seen. Pss reviewed MRI guidelines with the caller. The caller mentioned that the patient charges the ins every day, which depletes by 25% daily. Pss reviewed the charge frequency with the caller. The caller also noted that one time the patient was trying to charge with a thick sweater on and was not actually making contact to charge, causing the ins to die. The patient's speech became slow, and they couldn't mo ve. The patient realized the issue and charged the ins (see crts 3812008 for the reported event). Pss encouraged the caller to reach out to stanford to see what they would recommend regarding the patient's ins needing to be interrogated prior to an MRI. Pss sent a message to the field to see if a representative could assist the caller.